Event description:
It was reported that following the permanent implant, the patient experienced sensory issues including involuntary urination. The patient underwent an implantable pulse generator (ipg) explant procedure and the explanted device was disposed of by the facility. No further information has been obtained.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of {insert name of primary code} was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that following the permanent implant, the patient experienced sensory issues including involuntary urination. The patient underwent an implantable pulse generator (ipg) explant procedure and the explanted device was disposed of by the facility. No further information has been obtained.